Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis laparoscopic on hemicolectomy, the device partially fired and the anvil could not be titled after firing. Suturing was done to complete the procedure.